Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas stating there is a time/date reset issue. In addition, the data store in the pump is lost from time to time. The patient could not be reached for more information. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged time/date reset and lost data issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 11/04/2013 with the following findings: a review of the pump history showed no evidence of the time/date resetting to the default setting. The total daily delivery values were correctly recorded in the pump history. The pump was primed and exercised for five days with no alarms or time and date issues occurring. The pump passed a time test successfully; the pump maintained time and date accurately. The pump was opened and the internal clock battery was found to be leaking. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. A test display was inserted and found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.